Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Npi. Nurses are sending back 1 ml syringes and asking for the drug in a 5 ml due to pressure concerns. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: nurses are sending back 1 ml syringes and asking for the drug in a 5 ml due to pressure concerns. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: see case notes. Case resolution: (B)(4) said nurses are send back drugs dispensed in 1 ml syringes and say they need them in 5 ml due to pressure concerns of a possible PICC line blowout. I explained to her how the pressure is controlled by the dataset and what the optional settings are. Asked if they were using sets with pressure sensing discs or not and she did not know. I explained how unlike the plunger force using a pressure sensing disc provides the unit an actual line pressure monitor to trigger occlusions and goes from 25 to 1000 mmhg in 1mm increments and in scenarios where occlusion limits are extra critical, using a disc set provides a far greater level of precision than raw plunger force. She will follow up with the staff to see what the setup is they are using. (B)(4).